Event description:
This right atrial (ra) lead was implanted on (B)(6) 2014 and remains implanted at this time. It was noted on (B)(6) 2014 that patient had undersensing on the atrial lead. Device was interrogated and it was found to have no atrial capture and atrial impedance had dropped. The patient will be assessed for atrial lead repo or simply programming around the lack of capture. On x-ray it does look like the lead has dislodged according to this physician. It is uncertain as to whether this has caused any adverse patient symptoms. There were no pauses associated with this dislodgement. The physician was dr. (B)(6) in canada. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).